Manufacturer narrative:
Continuation of d10: 6935m55 lead implanted on (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had recent falls. The right atrial (ra) lead exhibited undefined high impedance, possible undersensing on current electrograms (egm), oversensing noted on stored atrial egm resulting in false atrial tachycardia/atrial fibrillation (at/af) episode detection, and a possible capture issue noted on current atrial egm. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient experienced dizziness. The ra lead exhibited spike in impedance, rising impedance, high thresholds, rising thresholds and intermittent capture. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.